Event description:
It was reported by sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the expressew iii needle got stuck in the gun and they were unable to break loose. During in-house engineering evaluation, it was determined that the needle was broken and stuck into the shaft of the device; therefore, the deployment was not functional. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). The expiration date and device manufacture date were unknown. Reporter is a j&j sales representative. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection was found use wear on the entire device. The needle was found stuck into the shaft of the device. It could be detected a piece of tape stick on the device with the legend ¿uhsd-loaner¿. The functional test cannot be performed due to the needle is broken and stuck into the shaft of the device; therefore, the deployment was not functional. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed when deploying the needle with the jaws open which can lead to a broken needle, however, this cannot be conclusively determined. As per IFU, with the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.